Event description:
Customer reports the following: "biomed reported log failures, biomed cleaned pins. No patient harm. " preliminary review of the device logs indicate that the inlet valve is not fully closing - potential sticky pin. This stopped an active infusion. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.